Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the therapy connector cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the therapy connector of their device was broken. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.